Event description:
Related manufacturer reference number: (B)(4). Additional information received indicates the patient is also experiencing itching, redness, bumps, and soreness at the lead site.

Manufacturer narrative:
It was reported that the patient may be having an allergic reaction at the ipg site. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing itching, redness, bumps, and soreness at the ipg site. An allergy test is pending. Surgical intervention may take place at a later date.